Manufacturer narrative:
Device evaluated by manufacturer: the device was returned with the stent fully mounted on the stent delivery system. The profile of the stent was examined and no issues were noted. A visual examination of the returned device found that it was returned in two sections as a break in the shaft had occurred at 167 mm proximal to the tip, which is at the monorail exit. This type of damage is consistent with excessive tensile force having been applied to the shaft. No other issues were noted with the returned device. The stent was deployed manually and no further issues were noted with the returned device. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
Complaint is reportable based on analysis completed on (B)(6) 2011. It was reported that during a carotid stenting procedure that there was a product malfunction. The procedure treated the left carotid artery. While attempting to place a 8.0x21mm carotid wallstent the product "malfunctioned in the transition to the brain system". Another of the same device was used to successfully complete the procedure. No patient complications occurred. However, analysis of the returned device and follow up information revealed a shaft break